Event description:
It was reported the physician was treating the pt with stammberger sinu-foam nasal dressing post-operative (following sinus ethmoids & maxillary antrostomy). While mixing the dry fiber with the recommended amount of sterile water, the physician reported the mixture did not become viscous; remaining "runny." The product was discarded and the pt was treated with a new sinu-foam dressing. No pt complications were reported as a result of this event.